Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angio-seal anchor had been deployed inside the artery, the suture snapped when the physician was withdrawing the suture with keeping the anchor against the posterior wall of the artery. A part of the suture was not seen on the patient's skin. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved after one and a half to two hours, by manual compression only. Two days after the procedure, the physician confirmed that collagen did not come out of the patient body. He also checked with ultrasonic ray and ensured that the anchor was not shifted from the deployed position to somewhere of peripheral vessel. The physician reported that there was no anomaly located in artery. The procedure before deploying the device was a carotid artery stenting. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The blood loss was less than 250cc. There was no health damage to the patient. There was no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. Results - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon the functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information and the returned sample; 67 is based upon the functional testing of the returned sample. One 6fr angio-seal vip device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. A completely opened polyfoil pouch was returned as well. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. Upon microscopic inspection of the tip of the sheath, it was revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was conducted. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.